Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/03/2014 with the following findings: no evidence of short battery life was observed in the pump history data, and the battery voltage recordings from the black box were within specifications. Evaluation revealed that the pump drew electrical current within specifications. The pump cover was removed, and no intermittent connection or moisture damage was observed. The reported event was not duplicated. Unrelated to the reported event, the display screen was found to be discolored. Also unrelated to the reported event, the battery compartment was cracked between the bumper pad and case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that the battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.